Event description:
It was reported that a user experienced repeated pump occlusion alerts associated with teflon infusion sets and connectors, with visible leakage at the connector, and performed multiple supply changes and site rotations on the abdomen without resolution. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl. Outcomes included interruption of pump therapy and transition to subcutaneous insulin using an alternative therapy plan. Investigation included troubleshooting with education on supply change and shipment of replacement supplies. Investigation of this case revealed a suspected infusion line obstruction and connector leak consistent with an occlusion and component leakage at the connector. It was concluded, based on previously established findings for similar reports, that the cause was a product issue related to the infusion set/connector interface contributing to occlusion and leakage.